Event description:
Non-bsc randomized controlled study comparing treatment of femeropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that two months post procedure instent restenosis occurred. Cryoplasty was performed with a .035 - 5x100mm polarcath balloon on july 2009 to treat an 80 to 90% stenotic lesion in the mildly calcified and non-tortuous right superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. There were no patient complications. Patient status is reported as "improved abi's and symptoms" two months post procedure instent restenosis occurred. No intervention preformed. Patient status reported as "no recurrent symptoms". Corrected event description: in july 2009 a non-bsc stent was deployed to treat an 80 to 90% stenotic lesion in the mildly calcified and non-tortuous right superficial femoral artery. The stent was post dilated with a .035 - 5x100mm polarcath balloon.

Event description:
Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that two months post procedure in-stent restenosis occurred. Cryoplasty was performed with a .035 - 5x100mm polarcath balloon on (B) (6) 2009 to treat an 80 to 90% stenotic lesion in the mildly calcified and non-tortuous right superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. There were no patient complications. Patient status is reported as ¿improved abi's and symptoms¿ two months post procedure in-stent restenosis occurred. No intervention preformed. Patient status reported as "no recurrent symptoms".

Manufacturer narrative:
Describe event or problem - correction. Event was reported as: cryoplasty was performed with a .035 - 5x100mm polarcath balloon on (B)(6) 2009 to treat an 80 to 90% stenotic lesion in the mildly calcified and non-tortuous right superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. Corrected event description: in (B)(6) 2009 a non-bsc stent was deployed to treat an 80 to 90% stenotic lesion in the mildly calcified and non-tortuous right superficial femoral artery. The stent was post dilated with a .035 - 5x100mm polarcath balloon. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).